Event description:
It was reported that the patient underwent prophylactic generator replacement on (B)(6) 2014. It was noted that the generator was discarded and therefore cannot be returned for product analysis.

Event description:
Additional information was received indicating that the vns patient does not wish to replace her device. No known surgical interventions have occurred to date.

Event description:
The patient's husband reported that the patient's depression has returned and they are unsure if the device is working. The patient's physician went out of business and the patient and husband are looking for a new physician to check the vns. The patient's husband reported that the device was last checked about six months ago. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
On (B)(6) 2014 it was reported that the patient was referred for prophylactic generator replacement. Good faith attempts for further information were unsuccessful. Although surgery is likely, it has not occurred to date.